Manufacturer narrative:
The excor connecting set for cannula (lot no. 00140750) for the lvad was in use on the patient from (B)(6) 2024 to the time of the event 126 days, the connecting set with the same lot no. 00140750 for the rvad was used from (B)(6) 2024 to the time of the event 121 days. The patient is being supported with an excor active driver. The patient continued to remain on the same connector sets until the care was withdrawn from the patient on (B)(6) 2024. The patient was originally implanted with an excor pediatric vad system in lvad configuration on (B)(6) 2024 and an additional rvad was implanted on (B)(6) 2024. Since the patient's left mca stroke event on 2024-09-08, fibrin deposits were occasionally seen in the connectors. The clinic performed the cannula washout several times before and after the event. On (B)(6) 2024 after repeated brain CT of the patient and careful consideration, parents made the decision to compassionately withdraw the patient from vad support. The patient expired on (B)(6) 2024. The lvad pump sn (B)(6), was submitted as 3004582654-2024-00048, and the rvad pump sn (B)(6) was submitted as 3004582654-2024-00049 on (B)(6) 2024.

Event description:
On (B)(6) 2024, the site contacted berlin heart gmbh clinical affairs to report that the patient supported with an excor vad system with a bi-vad configuration had right mca infarct on (B)(6) 2024. A few deposits and fibrins were present in the excor connecting sets for cannulas: ø 6/9 mm. No mobile fibrin was found. Deposits were seen in the inflow and outflow tubing of the lvad and rvad connecting sets. Deposits were also found in a single valve on lvad pump (sn (B)(6), and both the valves on the rvad pump (sn (B)(6). The blood pumps functioned as intended with complete fill and ejection.